Manufacturer narrative:
The cause of the discordant, falsely elevated psa results on multiple patient samples is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant, falsely elevated prostate specific antigen (psa) results on multiple patient samples on an immulite 2000 xpi instrument, while using kit lot 409. The customer was comparing patient samples on various kit lots and determined that the results obtained on kit lot 409 were higher compared to the results obtained on kit lot 407 and 408. Results from kit lots 407 and 408 were reported out to physician(s). It is unknown if the discordant falsely, elevated results from kit lot 409 were reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated psa results.

Manufacturer narrative:
The initial MDR 2432235-2016-00604 was filed on october 6, 2016. Corrected information (11/03/2016): the initial MDR states that the discordant, falsely elevated psa results were obtained, while using kit lot 409. Upon in-house investigation, it has been determined that prostate specific antigen catalog # l2kpts2, kit lot 408 was showing low bias with patient samples. Updated with this information. Corrected information (12/02/2016): upon further review, it has been determined that the product listed is not registered for sale in the us and there is no equivalent product for prostate specific antigen catalog # l2kpts2, kit lot 408 available for distribution in united states. No further investigation is needed.

Event description:
Upon in-house investigation, it has been determined that prostate specific antigen catalog # l2kpts2, kit lot 408 was showing low bias with patient samples.